Event description:
A health care professional requested a medical consult to reduce vault and iris irritation. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).